Event description:
It was reported that the customer was requesting service and repair for the driver due to an intermittent short in the cable coming out of the driver. There have been no patient consequences reported.